Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was unable to charge their implantable neurostimulator (ins), it takes all day to charge, and it doesn't stay on. She has to continue to push the buttons to keep it charging. The patient has been in pain for the past weeks because it was not charging all the way and sometimes not at all. A replacement recharger and recharger antenna were sent to the patient. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Analysis of the recharger (s/n (B)(4)) found the recharge antenna was missing. If information is provided in the future, a supplemental report will be issued.